Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented after receiving a therapy from their implantable cardioverter defibrillator (ICD) and a remote transmission was sent from the hospital. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the patients right ventricular (rv) lead was noted to have t-wave oversensing (twos) which triggered an inappropriate therapy being delivered to the patient. It was noted by the allied health professional (ahp) that the patient was exercising at the time of the therapy. Current egm shows no t-wave oversensing. The physician stated the patient had increased white blood cell count, increased blood sugar and pneumonia on chest x-ray. Follow-up was completed with the patient's clinic and the healthcare professional (hcp) confirmed that no reprogramming has been completed at this time. The lead remains in use. No further patient complications have been reported as a result of this event.